Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and pannus were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform extended outward around leaflet 1 and minimal calcification on leaflet 3. As received, leaflet 3 had a cut out section of approximately 3mm x 8mm. A cut was observed on the mid section of the cusp area on leaflet 2. The cuts had a smooth and straight edge; leaflet fragments were not returned. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 1 at the inflow aspect and 6mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 1 on the outflow aspect and on commissure 1. A suture thread remained attached to the sewing ring around leaflet 3 near commissure 3. Serrated mechanical damage marks were observed on the host tissue overgrowth on the surface of leaflet 2 near commissure 3. H10: additional manufacturer narrative: added additional coding to f10 and h6. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular stenosis/regurgitation. The explanted valve has not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of eight (8) years due to stenosis and pannus. The valve was replaced with a 21mm 3300tfx valve. The patient was transferred to the intensive care unit in stable condition after tolerating the procedure well. The patient was discharged home on pod #2.  Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.